Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was displaying a backup alarm failure message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Error code 1104, "backup alarm failed", had occurred in the event logs. The rse then advised the customer per the service manual that a replacement of the central processing unit (cpu) printed circuit board assembly (pcba) should be performed to attempt to resolve the issue. The customer ordered and replaced the cpu pcba. The rse also provided the customer with software codes to be enabled. The customer then confirmed the replacement of the cpu pcba and enabling the software codes resolved the issue. The device passed required performance verification tests per philips standards and was returned to service.